Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch while being charged. Reportedly, the was no temperature alarm that occurred. Customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.